Event description:
It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise via reduced intrinsic amplitudes. The patient had developed a need for bradycardia pacing. The doctor elected to explant the entire system and implant a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. There was one count of a power supply error that occurred during the 1st test. The device passed two more automated tests and no further power supply errors occurred. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise via reduced intrinsic amplitudes. The patient had developed a need for bradycardia pacing. The doctor elected to explant the entire system and implant a transvenous system. There were no additional adverse patient effects.